Event description:
It was reported the patient stated she in the interim she had more pain and did not feel it had anything to do with the interstim, but was bothering her. The patient has noticed more blood more in urine couple of days after implant which was more than the patient had prior and usually sees. The patient stated it was a little cloudy. The patient stated she was now seeing the blood on her pads and on her toilet paper when she wipes. The patient stated on sunday she went shopping and turned off the stimulation because of security gates; had a dentist appointment on monday and still left the stimulation off; and just because no reason left the stimulation off on tuesday as well. The patient stated she noticed that her urine was real clear. It was mentioned that on wednesday the morning of the call, patient decided to turn her stimulation back on before she went to work, at midmorning went to the bathroom and noticed has blood in the urine (heavy not like a period, rusty reddish urine color more so than usual) and noticed in her pad, noticed when she wiped and also in the toilet and doesn¿t usually see it. The patient stated she did not know if it was related to the interstim or the kidney stone. The patient wanted to know if it was normal to have blood in the urine with the interstim. It was indicated t hat the kidney stone was on the side of the neurostimulator (ins). It was mentioned that kidney stone was pre-existing condition prior to implant and trial. The patient reported she had ¿pain when she moving a lot of times but not when not moving with the kidney stone specifically¿. The patient stated the first two days after implant she didn¿t know where the pain was coming from until the surgery and the stitches stopped hurting. The patient couldn¿t identify where the pain was coming from because her butt area was pretty bruised and sore. The patient stated now she can identify it and it was coming from the kidney stone. The patient stated when she had the trial done she felt more of a vibration toward her vagina area but with permanent implant that she was feeling the stimulation up towards the tailbone down the rectum slightly or below cheek. The patient stated at first the stimulation was kind of jolting and tugging at 2.7 or 2.9v on program 2 and thought she may have lowered it but not recalling if it was on 2.8 or 2.7v. The patient thought it was bothering her because of the side effect from surgery and turned her stimulation down about 0.2v each time and kept turning it down because she was sore and tender. The patient thought that was why it was irritating her as much as it was and had finally decreased it down to 1.5v when patient went to her follow-up on (B)(6) 2014. The patient was told that by their health care provider (hcp) that it was too low and that was the reason why patient wasn¿t feeling it as much. The hcp thought patient might have turned it off and then raised it up to 2.9v on (B)(6) 2014. The patient was changed to program 3 and it did not work for her but was really strong down to rectum; stating that they just flipped over to the program 3. The patient asked if the little shocking jolting tugging experienced a few seconds (no more than 5 seconds) throughout the day and then 16 seconds will feel it again. The patient stated she had this occurring since she got implanted and that was why she started turning it down. The patient reviewed she was no longer tender but was when she first got surgery. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).